Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough, nasal/throat soreness and irritation and trouble sleeping . There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam and patient alleging of cough, sleeplessness, and nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed an unknown dust contaminant at the air inlet of the blower box, white unknown dust contaminant was observed inside the iso port of the rear panel and on the o-ring, unknown dust contaminant was observed on the rear panel and bottom enclosure, white dust contaminant was observed in on the blower cap of the blower box, on the blower, blower seal, and the blower box, liquid ingress with a dust contaminant consistent with mineral deposits was observed, a keratin-like substance was observed and evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up the device and provides airflow. The manufacturer concludes there was no presence of degraded sound abatement foam. Section h6 were updated in this report.